Event description:
It was reported that a malfunction occurred with the insulin pump, showing malfunction 16-0x20e6, which needed resetting. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.